Event description:
Pca pump was set up, primed and connected to pt. When the button was pressed to activate pca to administer dose of medication the pump "beeped", but no medication infused. The button was pressed a second time, the pump "beeped" and the pump failed to administer any medication. The pump was replaced with another pca and the replacement worked without problems.